Event description:
It was reported that during placement of an embolization coil implant in the left atrial appendage, the implant was not coiling properly. The physician increased the torque on the device and the implant detached unexpectedly. The coil was partially within the catheter and a snare was used to remove it. The patient's condition was reported to be "stable" and the outcome of the procedure was reported to be "successful." There was no reported patient injury.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for evaluation. The alleged product issue could not be confirmed. The instructions for use identifies premature detachment as a potential complication associated with use of the device.